Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date: 08/2024.

Event description:
It was reported that prior to an ultrasound guided prostate biopsy through soft density tissue, the device allegedly contaminated. Coaxial was not used and the procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. Photo shows the coaxial needle where the inner part of the coaxial needle has some brown color substance lying over the needle (i.e rust). And it was noted that the whole device was in its original, the inner part has this different colored material over it. Therefore, based on the photo review, the reported failure device contamination with chemical or other material can be confirmed. Therefore, the investigation for the reported device contamination with chemical or other material is confirmed based on the evidence provided. A definitive root cause for the alleged device contamination with chemical or other material could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided prostate biopsy through soft density tissue, the device was allegedly contaminated. Coaxial was not used and the procedure was completed using another device. There was no patient contact.